Manufacturer narrative:
(B)(4).

Event description:
During the index procedure, the patient had one endeavor drug-eluting stent implanted in the lad. Approx 4 months post index, the patient under cagb of the lad and cx due to unstable angina pectoris and restenosis. Investigator assessed that the event was related to the study device. Patient recovered. It is reported that the patient died a ¿sudden death¿ approx. 50 months post index procedure. The patient had been hospitalized for strong stomach ache. The death is unrelated to the study device. Exact cause of death unknown.

Event description:
The investigator has assessed the study device relationship to the death as unknown.